Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: during general check, the device alarmed with tf 5507 (air or oxygen inlet valve cannot close properly).